Manufacturer narrative:
(B)(4). Concomitant medical products - zimmer persona tibial articular surface provisional catalog #: 42527000303, lot #: 62305408. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 1822565-2017-01627.

Event description:
It was reported during a procedure that the articular surface instrument cracked on the top piece. The fractured pieces were discovered during tray inspection. No pieces remained in the patient. No additional patient consequences were reported.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tasps found signs of repeated use and each have a crack. The provisional has a crack on the posterior lateral condyle. DHR was reviewed and no discrepancies were found. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.